Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the cause of the leak was an unknown obstruction in the cap piercer drain line #118. The fse flushed the obstruction in the drain line to resolve the issue, no further leaking was observed. (B)(4).

Event description:
The customer reported the unicel dxc 800 pro synchron system generated erroneously low sodium and chloride patient results and there was a leak from the cap piercer. The customer noted the results were not reported outside of the lab and there was no change to patient treatment. The leak was contained to the instrument. There was no customer exposure to the leak and the customer wore gloves, goggles and a lab coat. Quality control was within laboratory established ranges prior to the event.